Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have expired. Automatic test equipment (ate) testing was performed and the device was normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.